Event description:
The customer left a review on the company's website to report that they had been admitted to the hospital for ir drainage of a tubo-ovarian abscess (toa) after experiencing four days of fever and abdominal/pelvic pain. The customer was diagnosed with a large left toa and ir drainage was performed on their date of admission. Daily lab work was drawn, and the customer received IV antibiotics for three days while in the hospital. The customer was prescribed additional antibiotics after discharge to complete a 14-day course, and the drain was removed on (B)(6) 2023. The customer did not report experiencing any adverse symptoms or other issues after discharge from the hospital. The customer alleged that their infection and toa were linked to their menstrual cup use. Although the customer claims they had been using the device for approximately four months without issue before the incident, no information was provided regarding timing of the use of the device before the onset of symptoms. In addition, the limited medical records provided by the customer do not mention the device or any other source of the infection. Finally, based on a survey of publicly available research, toa is most commonly caused by untreated pelvice inflammatory disease. See: https://www.medicalnewstoday.com/articles/tubo-ovarian-abscess#what-is-it, ncbi.nlm.gov/books/nbk448125/. Therefore, no conclusive evidence exists to isolate the device as the direct cause of this event. The company advised the customer to discontinue use of the device and follow the instructions of their treating providers. The company made three additional good-faith efforts to obtain further medical records and information from the customer, however, they stopped responding to the company's outreach. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.